Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted that twos was not observed in real time during the device check. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.